Event description:
It was reported that this device was implanted during a left acl reconstruction with allograft. Following this surgery, the pt has experienced unexplained pain. It was reported that the pt required treated with IV antibiotics and to date, it is unknown if add'l treatment will be required for this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the device has been implanted and will not be received for investigation. The information for use (IFU) shipped with each implant provides the user the following information: contraindications: insufficient quality or quantity of bone for attachment. Blood supply limitations and/or previous infections which may tend to retard healing. Patients with active sepsis. Conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. Any known allergies or reaction to plastic materials. Patients under the age of 16 or those who have not reached skeletal maturity.